Event description:
I used renu with moistureloc contact lens saline solution from ( est. Date) 10/05 through 2/06. I was diagnosed with fusarium keratitis, and treated with steroidal drops. I'm presently using an anti-fungal treatment for therapy. My right eye (vision) has worsened.